Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx coronary drug eluting stent to treat a lesion. The device was inspected with issues noted. Negative prep was performed with issues noted. It was reported that there was a balloon burst, leak or catheter leak. It was stated that the stent didn¿t open up correctly. The device was checked and it looked like the balloon was leaking. Another stent had to be used. It was also reported that there was a balloon burst, leak or catheter leak during stent deployment. It is unknown what pressure was applied to the device. It was reported that the patient was alive with injury.

Manufacturer narrative:
Additional information: when the device was inflated during prep there were no issues noted. The balloon leak was identified when trying to apply pressure. Device analysis: the device was received for analysis. Contrast was visible in the balloon and balloon folds were expanded. There was no deformation evident to the distal tip. A tear was evident to the material at the top of the guidewire entry port. The balloon passed negative prep. On pressurisation of the device, liquid was observed exiting the distal tip and wire entry port/exchange joint, suggestive of a leak of the inner member. The balloon failed to maintain pressure. The outer shaft was removed at the wire entry port and at the distal cone of the balloon to aid inspection of the inner member. Deformation was evident to the inner member, located between the two markerbands, however there was no visible evidence of a cut, tear or leak point on the inner member. The distal end of the inner member was clamped, and the inner member was pressurised with water, however there was no leak observed, indicating there was no cut or tear present. The wire entry port/ exchange joint was cross sectioned and inspected for evidence of a tear on the material between the guidewire lumen and the d shaped lumen, however there was no tear detected. Analysis could not detect the origin of the leak point on the inner, however the observation of liquid exiting the distal tip and exchange joint during balloon pressurisation is indicative of a leak, due to a breach of the inner member or exchange joint material. This suggests that the cutting of the inner at the distal balloon cone to tip area or at the wire entry port may have inadvertently cut through the leak point. But this cannot be confirmed as the evidence no longer exists. No other deformation was evident to the remainder of the device. Initial reporter name provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: three images were provided for review. Two images were of the device shelf carton and the lot number 0011049377 and the device details on the label of the shelf carton match what was reported in the complaint file. The third image showed the device placed on the shelf carton. It was not possible to confirm burst or leak from still image review. It appeared that the stent was not in position on the balloon and was not in the images provided. Additional information: an attempt was made to inflate the device during prep. It is unknown what pressure was applied to the device. The leak occurred on the first inflation. It was reported that the patient was alive with injury. The injury reported was due to the percutaneous coronary intervention (pci) not taking place at the time due to the device leak, however a further pci took place and another stent was used. No further patient injury was reported. The occurrence of the actual leak did not cause any injury to the patient. Type of reportable event is malfunction medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.